Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after first case of xrl, it was observed that the product size on some labels (of the peek vbr implants) does not match with the size described in the surgical technique. Deviation had no impact to outcome of surgery, size 3 was used. This is report 3 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Lot # 7100577;subject device has been received and is currently in the evaluation process.(B)(4)

Manufacturer narrative:
Additional narrative: an investigation of the complained packaging showed that the label does not correspond to product specifications. This is an error in the labeling process. A step in the process was not performed correctly. Unfortunately, this error was not noticed by quality control or before delivery.

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the DHR shows no complaint related anomalies. The packaging requirements and labeling matched all information in the DHR. The device was returned and the investigation is ongoing.